Manufacturer narrative:
It is not clear from the little info that has been provided by the user if a serious injury occurred. Irvine scientific will file a medical device report in an abundance of caution. Customer is located in (B)(6) and reported to irvine scientific's distributor in (B)(4) that an end user obtained a "little laceration" on his face when thawing specimens contained in the device. Details with regards to the product lot number and a description of the injury have not been provided after several requests. Irvine scientific has diligently requested details with regards to the injury that was sustained and the product specific lot number and had not been successful and is filing this report in an abundance of caution.

Event description:
Customer is located in china and reported to the irvine scientific's distributor in china that an end user obtained a "little laceration" on his face when thawing specimens contained in the device.